Event description:
It was reported that an infection occurred. It was also reported that an electrocardiogram revealed vegetation on the leads. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and not replaced. No further patient complications have been reported as a result of this event.